Event description:
Ptca guidewire broke off. 3mm piece of the tip of the guidewire broke off in the right coronary artery. The tip was unable to be retrieved. The tip was wedged against the artery wall and held in place by a stent. 3mm piece of tip remains in patient.